Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre 2 reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the touchscreen of the adc device was unresponsive and was therefore unable to use to monitor glucose. The customer indicated that they felt hypoglycemic while driving and "came to a traffic accident with property damage" and an ambulance was called to the scene. A glucose reading of "50-58" was obtained on an unspecified meter and customer was treated with oral glucose and insulin. There was no report of death or permanent injury associated with this event.